Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The patient is enrolled in the (B) (4) trial. Post silverhawk procedure, a persistent dissection was noted. The dissection was stented with no significant residual stenosis noted. No injury to patient reported.